Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis evaluation as of the date of this report; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted right colon procedure, during sealing of the patient's iliocolic artery, it was observed that the patient's vessel was not sealed. Unable to seal the patient's vessel, the surgeon made the decision to place a clip on the affected vessel. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted right colon procedure, while the surgeon was utilizing the vessel sealer instrument to seal the patient's iliocolic artery, it was observed that there was no thermal affect to the patient's tissue. The surgeon installed a replacement vessel sealer instrument; however, the issue recurred. On (B)(6) 2017, intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr) who was present during the surgical procedure. According to the csr, during the instrument's sealing cycle, the audible tone was heard coming from the erbe generator with no issues and the end of the sealing cycle tone occurred with no issues noted. The csr indicated that the surgeon had properly skelontonized the patient's vessel; however, it is unknown how large the vessel was. There were no clips or staples in the surgical area prior to the sealing issues. There is no video recording of the surgical procedure. According to the csr, the surgeon placed a clip on the affected vessel due to the sealing issue and completed the planned surgical procedure using an endowrist harmonic ace instrument. There was no report of any patient harm or adverse outcome due to the reported vessel sealing issue. MFR report 2955842-2017-00096 has been submitted regarding the 2nd vessel sealer instrument.